Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 07/26/2017. Device evaluation summary: a visual examination was performed on the received balloon that was noted to be discolored, and was blue and brown in appearance. White and brown particles were noted on the outer surface of the shell. As the device was not received with the fill tube, a sample fill tube was used for further device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and leakage was noted from three openings on the balloon shell. No particles were noted on the inner surface of the slit valve. The slit valve was noted to be discolored, and was blue in appearance. The first opening was approximately 1/5 of an inch in length and the second and third openings were approximately 1/20 of an inch in length. All three openings were noted to be striated and consistent with damage from a removal tool.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon complained "bluish urine". Device was removed.